Manufacturer narrative:
The reported event was inconclusive because poor sample condition. It was unknown whether the product had caused the reported failure. There was no catheter returned for evaluation. Based on the evaluation, no abnormalities were observed on the returned sample. Water and methylene blue were introduced into the drainage bag, observed no leakage around the drainage bag and plastic hanger. Water was left in the bag for 24 hours and turned upside down. There was no leakage around the drainage bag. However, the reported event could not be confirmed due to poor sample condition. Unable to performed or conduct the investigation due to no catheter returned. The potential root cause for this failure mode could be due to user related (example: contact with sharp object)/ mechanical failure/ operator error/ thin rubberize layer. A review of the device labelling has been conducted for investigation purposes and was found adequate. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placement of the foley catheter in the operation room, it was removed naturally on the ward.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placement of the foley catheter in the or, it was removed naturally on the ward.